Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient has a ceramic hip and has experienced squeaking, although, he could not produce the sound when he met with surgeon. Patient wants to know if his hip was part of the recall.